Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor that went off or missing values occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a sensor that went off or missing values is reportable based on the finding of a an early sensor expiration. No injury or medical intervention was reported.